Event description:
It was reported via repair work order that the zoom had intermittent power due to loose handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.